Event description:
It has been reported to philips that the device may not be functioning as expected.

Manufacturer narrative:
Updated the country.

Event description:
It has been reported that the device had a pediatric pads issue.